Event description:
Customer reportedly received result of 400 mg/dl on the inform system and 164 mg/dl on a lab result within 10 minutes. Customer states, the patient was given insulin based off of the meter result. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.